Manufacturer narrative:
(B)(4). Date sent: 10/20/2020. Investigation summary two photo images along with the physical device was returned for evaluation. Upon visual inspection of two photos, the following was observed: the first photo shows an echelon flex 60 device and an echelon flex 45 box, with product code ec45a. The device belongs to batch # u5cl6m; batch number was reviewed, and it belongs to a ec45a device. The second photo shows a device from anvil area and it belongs to an anvil of 45mm. Therefore, the box, device and handles on the device do not match. The analysis results found that an ec45a device was returned with no apparent damaged. Upon visual inspection, it was noted that the printing is wrong on the handles, instead of echelon 45 it showed echelon 60. As part of our quality process, the manufacturing records of this lot was reviewed, and the manufacturing standards were met prior to the release of this lot. The incorrect component has been correlated to the manufacturing process. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Upon visual inspection of two photos, the following was observed: the first photo shows an echelon flex 60 device and an echelon flex 45 box with product code ec45a. The device belongs to batch # u5cl6. The batch number was reviewed and it belongs to a ec45a device. The second photo shows a device from the anvil area and it belongs to an anvil of 45mm. Therefore, the box, device and handles on the device do not match. Based on the photos reviewed, the event described is confirmed. However, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during an unknown procedure, the ec45a has the wrong text/ code on the handle. It says 60 when it should be 45. There were no patient consequences.